Manufacturer narrative:
H.6. Investigation: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. "On (B)(6) 2019, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA: 1122103 has been opened to address this issue. " h3 other text : see h. 10.

Event description:
It was reported that needle hub separation occurred before use with a syringe 0.3ml 30ga 8mm 7bag. The following information was provided by the initial reporter. "The hub was detached with the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred before use with a syringe 0.3 ml 30ga 8 mm 7bag. The following information was provided by the initial reporter, "the hub was detached with the shield."